Event description:
Information received indicates the bed has no motor functions due to fluid and dust on the motor control circuit board.

Manufacturer narrative:
The technician replaced the motor control circuit board to repair the bed.